Event description:
The screw head on an 8.0mm ti pangea polyaxial screw dual core, popped off post operative. Screw was implanted as part of a veptr construct, and the problem was noted on an x-ray taken on an unknown date. During a revision procedure, pangea screws were removed, construct was lengthened and uss screws were used.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation could not be concluded, no conclusion could be drawn. Product was not returned. Review of manufacturing records for this lot number has been requested.